Event description:
Healthcare professional reported, left-side capsular contracture baker grade IV and rupture of a saline device. The device has been explanted and replaced.

Manufacturer narrative:
Initial reporter email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, a striated edge opening assessed, as surgical damage. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: wear abrasion observed, in the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, left-side capsular contracture, baker grade IV. And rupture of a saline device. The device has been explanted and replaced.